Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: incident: the nurse noticed liquid on the floor in the patient's room. After checking the lines, it was found that the leakage was coming from the q-syte bidirectional valve. The 7.46% kcl in the syringe (connected to the valve) was cloudy instead of clear. The protocol for disinfecting medical devices is to use 70% ethyl alcohol. The bd q-sytetmvalve (reference 385100) is connected between the bd plastipaktmsyringe (reference 300865) and the pe extension tube (neoline aseptinmed® reference 202107). Immediate action: stop the treatment and replace the three devices with new ones. Immediate consequences: for the patient: alteration of the treatment administered with a potential risk of toxicity, and an unquantifiable loss of therapeutic administration leading to a delay in the administration of medication and a risk of infection linked to the breach of the closed system and a risk of gas embolism. For healthcare professionals: increased workload ¿ management of the incident for the establishment: economic cost due to the need for additional equipment and medication, and other potential consequences for patient care.

Event description:
No new information.

Manufacturer narrative:
The complaint of leakage was confirmed; however, the root cause could not be determined. Two photographs and one q-syte connector and extension set were provided for investigation. A functional test revealed a leak due to a tear in the column wall of the septum. This type of damage may occur during manufacturing or from misalignment with the mating luer tip during use. When connecting to or disconnecting from the bd q-syte device always insert or remove the male luer using a 'straight-on/straight-off' approach. Angled insertions/removals may cause poor functioning or damage to the device. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.